Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 540mcg/ml at 323.55mcg/day, bupivacaine 25mg/ml at 15mg/day and dilaudid 5mg/ml at 3mg/day via an implantable pump. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. A dye study was being done today (B)(6) 2016 to check the catheter. The patient had reported that at the last refill there should have been 0.7ml per the healthcare provider and the home nurse that filled the patient¿s pumps stated there was 7ml in the reservoir. The patient was experiencing an increase in pain. On 2-16-16 additional information received reported that the company representative was unable to obtain the patient¿s last refill date as the patient is refilled by a home infusion company. At the time of the event the company representative had called them and they stated that they did not have access to those recodes as they are kept by the nurse filling the pump and that nurse that had been filling the patient¿s pump was no longer there and she did not return the patient¿s records. The patient was now with a different home infusion company but they knew nothing about a volume discrepancy as they had not yet filled the patient¿s pump yet. At the dye study that was performed the doctor couldn¿t aspirate the cap and so the physician determined that the patient needed a catheter replacement. The doctor wanted to replace the pump as well if the patient was getting a new catheter. However, the patient has many underlying health issues and has been sick for some time. The representative stated that she doesn¿t get to see patient charts, but knew that it was related to the patient¿s kidneys. As a result of the patient¿s underlying issues, only the pump and part of one of the patient¿s two catheters was removed on (B)(6) 2016. The patient was supposed to be scheduled for the following week for explant of the remaining catheter and placement of a new system, but the patient has yet to recover enough to be cleared for surgery. The cause of the volume discrepancy and the catheter issue and if the increased pain, volume discrepancy and catheter issues were resolved were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed miscellaneous acceptable testing, catheter incomplete/returned in segments. Corrected information: conclusion code and results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.